Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ophthalmic artery emboli, was deemed to meet serious injury criteria. The brand of calcium hydroxylapatite and lot number were not reported.

Event description:
This literature report concerns a healthy (B)(6) female patient. She was injected with calcium hydroxylapatite (caha), brand not specified, into the nose bridge for the correction of nose asymmetry. The injection was carried out by an ophthalmologist who was not an oculoplastic specialist. The patient had rhinoplasty 8 years ago. Immediately after the injection the patient complained of right eye periocular pain and blurred vision. Attempts were made to withdraw material from the injection site by aspiration, in addition to hot water compresses and topical massage. On examination 3 hours post injection, visual acuity (va) was 20/20 in both eyes. Right eye examination revealed no relative afferent pupillary defect (rapd), a periorbital hematoma, skin bruising on the nose bridge and forehead, ptosis with mild levator function, prominent conjunctival congestion and right eye exotropia. In addition, limitation in adduction, superior and inferior eye movements were found. Fundus examination revealed deep yellowish emboli which appeared as choroidal emboli at the level of the choriocapillaris and sattler's layer on sd-oct enhanced depth imaging (edi). Emboli were scattered diffusely mostly in the superior, inferior and nasal parts of the choroid. Caha emboli were also found in the inferotemporal branch of the retinal artery causing an occlusion with an adjacent cotton-wool spot. Choroidal thickness was normal and equal in both eyes. Right eye 30-2 humphrey visual fields (vf) showed extensive inferior scotoma with fixation sparing which could be explained by the massive distribution of emboli in the superior retina, supero-temporal ceco-central scotoma corresponding to the area of the infero-temporal branch artery occlusion and superior peripheral scotoma corresponding to the upper eyelid swelling and ptosis. The patient refused fluorescein and indocyanine green angiography examinations. Left eye examination was normal. Head and orbits computed tomography (CT) demonstrated linear deposits with bone density in the right medial upper eyelid and nose bridge, CT angiography showed no arterial occlusion and on CT venography there was no sinus vein filling defects. No signs of central nervous system infarction were demonstrated. Initial treatment included clexane (enoxaparin sodium) 60 mg twice a day for 2 days, which was discontinued after exclusion of thrombotic event. Micropirin (acetylsalicylic acid) 100 mg per day, augmentin (amoxicillin/clavulanate) 875 mg twice a day for 7 days and prednisone 60 mg per day which was gradually tapered down. Topical antibiotics oflox (ofloxacin 0.3%) eye drops and bactroban (mupirocin) ointment to the nose bridge and forehead area were given for 14 days. Two months post initial treatment, best corrected visual acuity (bcva) was 20/32 in the right eye and 20/20 in the left eye. Right eye examination revealed normal eyelids, normal eye movements, with no rapd. The optic disc became pale, the cotton wool spot along the infero-temporal branch of the retinal artery partially absorbed but the caha emboli were still seen in the fundus photograph. The edi-oct revealed some degree of absorption of the caha emboli in the choroid as the hyper reflective choroidal dots became less prominent. 30-2 humphrey vf revealed marked deterioration; inferior and temporal deep scotoma with central and nasal field sparing. Six months post treatment initiation bcva was 20/40 in the right eye and 20/20 in the left eye. The infero-temporal artery was occluded by caha emboli and the amount of the choroidal emboli was significantly reduced. Visual field examination further deteriorated, showing a central nasal field remnant. At the end of follow up 18 months post initial presentation bcva was 20/60 in the right eye, choroidal emboli almost completely absorbed. Visual field examination further deteriorated, stimulus iii could not be performed and stimulus v showed inferior deep visual field defect and marked peripheral superior decline in sensitivity. The authors assume caha was directly injected to the dorsal nasal artery (a peripheral artery in the ophthalmic system) and then moved retrograde with the blood stream to the various branches of the ophthalmic artery. Involvement of the central retinal artery and posterior ciliary artery could explain the branch retinal artery and multiple choroidal emboli. Supraorbital, infraorbital and muscular arteries emboli could explain the ophthalmoplegia and ptosis. The patient initially presented with preserved visual acuity. Corrective treatment included anticoagulants and systemic corticosteroids as recommended in cases suspected of intravascular filler injection. At 18 months follow up, visual acuity and visual field markedly deteriorated although choroidal emboli were reduced significantly. In the opinion of the authors, massive amount of caha emboli to the ophthalmic artery branches caused a significant decrease in retinal, choroidal and optic nerve perfusion resulting in irreversible visual field damage with progressive deterioration of visual field and visual acuity over time. Ptosis and ophthalmoplegia completely resolved which was explained by renewal of arterial flow and muscle cells rehabilitation. The authors concluded that ophthalmic artery embolization secondary to caha filler injection to the nose bridge may cause a devastating long-term outcome including ocular complication. Literature article: a case report of ophthalmic artery emboli secondary to calcium hydroxylapatite filler injection for nose augmentation - long-term outcome. Cohen e, yatziv y, leibovitch I, kesler a, cnaan rb, klein a, goldenberg d, and habot-wilner z. Bmc ophthalmology (2016) 16:98

Event description:
Follow up information was received on 26-jun-2018: the suspect product "radiesse" was changed to "crystalys". The injecting physician confirmed that the patient was injected with crystalys, a caha dermal filler by luminera derm, an israeli company. The injector did not use radiesse in his clinic.

Manufacturer narrative:
The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
Follow-up information was received on 11-jun-2018: the suspect product "calcium hydroxylapatite (caha)" was changed to radiesse. It was confirmed that the (B)(6) product radiesse had been injected in the described case and the injection took place in (B)(6).